Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that during use with bd ultra-fine¿ short pen needles 8mm x 31g consumer is unable to deliver full dose of insulin and a new needle must be used. The following information was provided by the initial reporter: son called on behalf of his mother who is the consumer. Consumer spoke briefly. Stated, no insulin flow when taking injection or sometimes the flow will stop mid stream and a second pen needle has to be used to complete injection. Does not prime before injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd ultra-fine¿ short pen needles 8mm x 31g consumer is unable to deliver full dose of insulin and a new needle must be used. The following information was provided by the initial reporter: son called on behalf of his mother who is the consumer. Consumer spoke briefly. Stated, no insulin flow when taking injection or sometimes the flow will stop mid stream and a second pen needle has to be used to complete injection. Does not prime before injection.